Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. Eval confirmed the reported symptom. The module was received inoperable due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, causing the components to fall. The module was determined to not be within specification in relation to the reported symptom. The module was retired from service. See scanned page.

Event description:
It was reported that a wireless module powers a pump on or off without user input. It was also reported there was no pt injury.